Event description:
Olympus was informed that during an unspecified saline procedure, the subject device was stopped working, provided an error 02 message, and the front panel appeared to lock up. The users reported they were unable to select a different setting. The users further stated that excessive arcing had occurred and the connectors on the front panel of the subject device appeared to be damaged. There was no pt injury reported.

Manufacturer narrative:
Olympus contacted the user facility via phone and in writing to obtain add'l info regarding this report without success. The subject device of this report was returned to olympus for eval. The eval confirmed the unit was displaying error 02 on power up, and the front panel did not respond. The source of the difficulty was isolated to the oscillation board. The left side of the saline connection on the front panel was also noted to have minor burn mark, however, the damage was considered cosmetic. The device will be serviced and returned to the user facility. This report is being submitted as a medical device report in an abundance of caution.